Event description:
As reported by the field clinical specialist (fcs), during device preparation for a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, there was a small black dot observed on the valve leaflet. There was a concern for contamination. The origin of the small black dot was unknown. An attempt was made to flush and rub the small black dot off, but it was unable to be removed. The valve was not used, and a new valve was prepped for the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned valve device revealed one (1) black particulate on the cp3 leaflet inflow side. The particulate was approximately 0.5 mm in size. There was imagery that was provided for evaluation. A review of the provided imagery revealed one (1) black particulate on the inflow side of the leaflet. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the particulate noticed on the valve leaflet was confirmed based on evaluation of the returned device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the event. No labeling/IFU deficiencies were identified during the evaluation. As reported, "during device preparation for a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, there was a small black dot observed on the valve leaflet. There was a concern for contamination. The origin of the small black dot was unknown. An attempt was made to flush and rub the small black dot off, but it was unable to be removed. The valve was not used." A material analysis was performed on the black particulate and the sample spectrum of the particulate was consistent with polypropylene additive like material. A process walkthrough was performed to ensure none of the materials, fixtures, or tooling used matched the black polypropylene additive like material and there were no matches observed. Additionally, during the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. However, an awareness communication was performed emphasizing the importance of in-process mitigation on foreign particulate during the manufacturing process. In this case, the black particulate was not observed upon opening the jar, and the valve was removed from the holder and rinsed as reported. It is possible that the particulate was introduced during valve handling and/or during the valve rinsing process. As such, the available information suggests that procedural factors (device preparation handling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.